Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #: (B)(4)) revealed no anomaly with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that it was unknown if the battery replacement resolved the issue at this time. The impedances were normal prior to replacement and were normal at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient felt paresthesias in the pocket area. No environmental/external/patient factors were thought to have led or contributed to the issue. Pre-operative impedance test showed no problems. The monopolar impedances were around 1200. It was unknown if the issue had been resolved. It was reported the patient also felt the battery seemed to move in her pocket. The surgeon stated the pocket seemed deep and put a suture through the loop of the battery. It was reported surgical intervention occurred. The right pocket was opened, the extension was examined, and impedance tests were done, and it was determined the extension was not faulty as all impedances were around 1200. The battery was replaced and the impedance test showed the same results. The patient was alive without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was doing well with no more complaints. They think the previous battery may have been pressing on a nerve. No further complications were anticipated.